Event description:
A nurse manager reported getting bubbles in the line that enter the patients' eyes during vitrectomy procedures. The bubbles have been able to be removed right away, and there has been no impact or harm to the pts.

Manufacturer narrative:
A sample is not expected for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).